Event description:
Patient had patient-controlled epidural analgesia (pcea) connected. Nfc pcea option selected on pump, patient was receiving boluses without pushing button. Changed pcea pump out. Contacted biomed, aware of issue and will investigate pump. Two pumps sent for cleaning then to biomed.